Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: the surgeon was attempting to remove the gall bladder (pull out) when the device bag broke. Nothing fell into the pts cavity. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.